Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was experiencing slowness and timing users out while attempting to pull medications. A technical support specialist (tss) dialed into the station, opened command prompt, and ran sqlcmd to avoid interrupting the user. The tss observed that the station's database had shrunk to below 8 gb and noted that the rss notification may require additional time to reflect this information and the current database size on the station was recorded as 7011 mb. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, a database health check was required. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.